Event description:
Additional information was received indicating the patient was seen in clinic. No changes to device programming were made, however adjustments to medication were administered. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a review of stored episodes in the device that an episode with therapy exhaustion was found. The episode was overwritten, however an atrial tachy response (atr) episodes stored directly after appeared to be atrial fibrillation (af) with rapid ventricular response. The patient was asleep at the time of the episode and had woken up on the floor. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An in clinic follow-up appointment was planned. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.